Event description:
Additional information was discovered on (B)(6) 2011 when it was discovered that the vns patient had her battery replaced that day due to battery depletion. The explanted generator was returned to the manufacturer for product analysis on (B)(6) 2011 that has not yet been completed. The patient's lead product information was received from the implanting hospital on (B)(6) 2011. Good faith attempts for additional information from the physician's nurse were made but no further information was received thus far.

Event description:
Additional information was received on (B)(6) 2011 when the implant card was received. The patient's impedance value after surgery was within normal limits according to the implant card. Product analysis was completed on the explanted generator on (B)(6) 2011. Product analysis revealed that the generator performed according to functional specifications. No eri flags were observed during testing. The device was continuously monitored for 25.5 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
On (B)(6) 2011, clinic notes were received from a vns treating physician. Review of the clinic notes dated (B)(6) 2011 revealed that the vns patient was experiencing an increase in seizures in (B)(6) 2011. At that time the physician increased the patient's dilantin by a small amount and now the seizures are decreased back to his baseline frequency of less than 10 per day. The physician reported that the patient's seizures are overall a little longer than before however. System diagnostics performed that day showed output=ok/lead impedance=ok. The physician decreased the vns to output=2ma/fon time=21sec/off time=3min/magnet output=2.5ma/magnet on time=60sec. The physician referred the patient for prophylactic battery replacement. Good faith attempts to the physician for additional information regarding the patient's increase in seizures and increased seizure duration are underway by the consultant however no further information has been received to date. Attempts for the patient's product information from the implanting hospital have also been made but no information has been received by the manufacturer yet. When additional information is received, it will be reported.